Manufacturer narrative:
Reason for surgery: sui. It was reported that following insertion the patient experienced extrusion, urinary and problems, recurrence, dyspareunia, vaginal scarring, infection and bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to pain and sui. It was reported that the patient underwent mesh revision on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.